Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that one day post-implant, stable lead measurements were observed on this right ventricular (rv) lead. However, later that day, the patient experienced asystole due to high pacing threshold measurements. Additionally, the pacing impedance measurements had increased. An echocardiogram was performed and revealed a cardiac perforation. The lead was explanted and replaced the next day. No additional adverse patient effects were reported; the patient fully recovered after the lead revision. The explanted lead was returned for analysis.

Event description:
It was reported that one day post-implant, stable lead measurements were observed on this right ventricular (rv) lead. However, later that day, the patient experienced asystole due to high pacing threshold measurements. Additionally, the pacing impedance measurements had increased. An echocardiogram was performed and revealed a cardiac perforation. The lead was explanted and replaced the next day. No additional adverse patient effects were reported; the patient fully recovered after the lead revision. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted deformed conductor coils approximately 330 mm from the terminal end. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the cardiac perforation.